Event description:
It was reported that "3 mantis screws has broken during the surgery. The fins of the screws especially. It concerned a mounting from a screw t11 to l3 with backing on l1. The fins stayed attached to the persuader and the surgeon removed the broken stem and replace the 3 screws."

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: the device failure is confirmed upon visual inspection. The tabs on one side of the screw-head that serve as a mechanical connection to the blades are broken off. There is scratching and other signs of normal wear on the outside of the screw-head. Functional inspection: not applicable. The device function is clearly impaired based on the visual inspection. Device history review: no non conformities or deviations linked with reported event were noted during manufacturing process. Conclusion: the tab breakage on the screw-head was confirmed upon visual inspection. All three screws within this pi family were confirmed to have failed upon visual inspection. Furthermore, the screw tabs only broke on one side of the implant. Based on the extensive history of this failure, circumstances of use (specifically the use of the persuader at the time of the failure), and the one-sided pattern of breakage, it is highly likely that the failure is a result of offset persuader reduction resulting in cantilever forces on a single side of the screw-head. The reported failure caused a one hour delay in surgery for each screw (3 complaints for this pi family), a total of 3 hours and it is unknown whether the broken fragments remain in the patient. In the past this has been a recurrent issue and a corrective action was initiated to address the issue. The mantis surgical technique has been updated to draw deliberate attention to the proper use of the persuader to prevent tab breakage due to excess force or offset alignment.

Event description:
It was reported that "3 mantis screws has broken during the surgery. The fins of the screws especially. It concerned a mounting from a screw t11 to l3 with backing on l1. The fins stayed attached to the persuader and the surgeon removed the broken stem and replace the 3 screws."

Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.